Event description:
The device was returned to the service center for a report from the customer contact that the device will not talk to networks, shows always offline. This is not a reportable malfunction. However, during verification testing at the service center, burnt components were noted on the device mechanism.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.